Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer¿s reported that she can see few things only on the pump display as there is scratches on the screen. Blood glucose level was unknown at the time of the incident. The customer was advised to pump will be sent back for analysis and will send a replacement. Customer advised to discontinue the use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing end cap sticker and severely scratched display window noted.